Manufacturer narrative:
The device history record, rtr-0883-20001 ln 28931050, was reviewed. The pump was manufactured on may 14, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. As previously mentioned, the preliminary findings of the haps scan with spect/CT showed an asymmetric liver uptake (left lobe only). The CT angiogram showed no occlusion in the pump. The physician suspects the right hepatic artery (rha) may have recannulated and will need an outpatient procedure. However, an intervention is not presently recommended due to arterial inflammation. The latest refill done on (B)(6) 2025, shows an improved flow rate of 1.3 ml/d, which is close to the acceptable range of 1.2 ml/day. The clinic is presently monitoring the patient's progress and will determine if a repeat haps scan is needed. Given imaging confirms correct catheter placement without evidence of occlusion, it is likely that recanalization and/or collateral vessels are contributing to extrahepatic perfusion with possible inadvertent vasculature inflammation. The etiology of the flow rate abnormality remains unclear. However, the initial resistance encountered when flushing the bolus pathway raises the possibility that a fibrin sheath or small occlusion may have been dislodged, potentially explaining the subsequent improvement in flow rate. In a separate matter, intera oncology is planning training with the clinic infusion team to reinforce the time-sensitive nature of abnormal residuals.

Event description:
Intera oncology received a complaint report of an intera 3000 hepatic artery infusion pump that was flowing slowly. The physician assistant called intera oncology on (B)(6) 2025, and reported an increased residual volume of 23 cc. In addition, the physician assistant provided us with the previous data on refill residuals: on (B)(6) 2025: 16.5 cc, (B)(6) 2025: 19 cc, (B)(6) 2025: 21 cc, (B)(6) 2025: 23 cc . According to the physician assistant, the patient is reportedly doing well clinically, with no prior complications or symptoms during active floxuridine therapy. As of (B)(6) 2025, only heparinized saline was left in the pump chamber. A clinical representative from intera oncology advised the clinic to have the patient trial a heating pad trial for the next 3 to 5 days. On (B)(6) 2025, the pump residual volume was 28 cc over 6 days. The bolus pathway flushed with initial resistance, then flushed easily. Traces of methylene blue were noted on initial access (<1 cc). On (B)(6) 2025, a haps scan with spect/CT was performed. The bolus pathway flushed again without resistance. Traces of methylene blue were noted. The preliminary findings for spect/CT were asymmetric liver uptake (left lobe only); no right-sided perfusion; concerning extrahepatic uptake in spleen and pancreas. The clinic scheduled a CT angiogram to be done on (B)(6) 2025. The result of the CT angiogram showed no occlusion. The patient has an aberrant right hepatic artery (rha) arising from the superior mesenteric artery (sma), which was identified preoperatively and ligated ("tied off or closed") during surgery; however, the physician suspects it may have recannulated ("reopened or formed a new channel"). The plan is to have ir embolize the rha, this will be scheduled as an outpatient procedure. The patient met with the ir team on (B)(6) 2025, in clinic, but no date has been set yet for the actual procedure. On (B)(6) 2025, intera oncology was informed by the physician assistant that the patient underwent arteriography via femoral artery (not through the pump). No clots were found. Collaterals were noted, along with a short segment of severe stenosis in the proximal common hepatic artery. The ir did not recommend intervention (e.g., recanalization and/or stenting) due to high risk of injury from surrounding arterial inflammation. The most recent refill on (B)(6) 2025, that was filled with hep saline showed an improved flow rate of 1.3 ml/d. The current plan is to stay the course. The patient will return in 2 weeks for reassessment; they are discussing in likely infusing hep saline with dex given inflammation. The timing for a repeat haps scan is still to be determined and will be discussed by the physician.